Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. The unit leaked from the upper luer location. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.